Event description:
During a laparoscopic surgical splenectomy, it was observed that the white portion of the harmonic tip was beginning to come off. The instrument was immediately sequestered and a new harmonic instrument was opened for the surgery - no piece of the harmonic device came off during the surgical procedure.